Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. .

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01864. It was reported the patient ((B)(6)) experienced ineffective stimulation due to lead migration (confirmed via x-rays). Reprogramming was tried to no avail. As a result, surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, both the leads are being reported.